Event description:
Upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.